Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer able to charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.